Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to plug the tandem wall adapter into a functional outlet and wait for at least 30 minutes to see if the pump would start charging, and follow-up was planned.